Manufacturer narrative:
MFR's evaluation summary: the device is an automatic external defibrillator and the actual device involved was evaluated. During service, the welch allyn service technician identified data is not viewable on the screen. Troubleshooting isolated the cause of the malfunction to a defective ic (integrated circuit) on a circuit board. The circuit board was located, and was replaced to restore device operation. The device subsequently passed all acceptance testing, and was returned to the customer.

Event description:
This device was returned to welch allyn for non-reportable service. During service, the welch allyn service technician identified data is not viewable on the screen, which is a reportable malfunction.